Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. On december 30, 2015 it was noted that previous nc is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 12, 2016, (B)(4).

Manufacturer narrative:
Corrected data: investigation results were omitted from MDR MFR # 1049092-2015-00305 submitted on january 12, 2016. Investigation results were received on december 30, 2015 and are as follows: the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user's peristomal skin is red and intact with an itchy rash present under the edge of the tape collar of the skin barrier. The rash has persisted for approximately 3 months. The end user sought treatment from her general practitioner and was issued a prescription for an anti-fungal cream (clotrimazole). Since using the anti-fungal cream, the end user has noted improvement to the rash. As the end user indicated she was cleaning her peristomal skin with vinegar and alcohol, she was provided instructions on proper peristomal skin care. No further patient consequences were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.